Event description:
It was reported via company representative that the insulin pump received a low battery alert after changing to a new battery. The insulin pump turned off during the night. The brand of the battery at the time of the call was energizer. It was stated that the customer has had to change the battery often. It was stated that the bottom of medtronic minimed logo looked burnt. The blood glucose reading was 3.6 mmol/l. The insulin pump will the replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no battery alarms occurred during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.